Manufacturer narrative:
Per the tandem user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 600 mg/dl. Blood glucose level was addressed with manual injection. Reportedly, the customer was using insulin exposed to cold temperature. Tandem technical support informed customer that exposing insulin to extreme temperatures is off label per the user guide. Reportedly, the customer continued to use the pump for insulin therapy.